Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after using an exercise bike, patient was no longer getting stimulation in the pelvic area. Patient stated instead they were feeling stimulation in the butt and left leg. Patient states that they were going to the bathroom up to 30 times a day, and the symptoms were like they were before they had therapy. Patient stated that they had tried increasing/decreasing and turning it off and on again prior to the report. Patient stated they could not increase any more than 1.6v because it becomes uncomfortable. Patient noted that they had access to a programmer, synced with it and stimulation was on. Patient reported that they had up to 4 programs to choose from, and they were currently at p1. Patient stated that health care provider (hcp) told them to call medtronic and call the doctor's office again if needed. It was reviewed how to switch programs and to continue to track symptoms. It was revi ewed for patient to increase to comfort and stimulation should be felt in the bike seat area. Patient was redirected to the hcp about possible program change and to discuss lead movement. No further patient complications were reported /anticipated as a result of this event.